Event description:
Additional information: it was reported that the patient was going to have a magnetic resonance image (MRI) of her right knee. The onset of the infection was (B)(6) 2012. The patient¿s body rejected her peripherally inserted central catheter (PICC) line, but it was not mentioned to be infected. It was reported that the patient¿s incision from implant was still open.

Event description:
Additional information received reported further event detail. The date of onset of the reported infection was (B)(6) 2012, and the entire pump system was subsequently explanted on (B)(6) 2012. In addition to system explant for infection treatment, the patient received perioperative, oral and IV antibiotics. The primary location of infection was noted to be the device pocket, where a culture was obtained and the symptoms were reported as drainage and incisional wound opening. Patient outcome following explant was reported as "infection resolved" and it was noted the patient experienced no drug withdrawal. Risk factors for the patient prior to implantation were noted as cancer and an autoimmune disorder. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot#, serial# (B)(4), implanted: 2012 (B)(4), explanted: product type catheter. (B)(4).

Event description:
It was reported, the patient's pump was infected since it was implanted. The patient was sure her health care professional (hcp) would remove her device the week following this report. It was reported the patient's wound was still "oozing with pus" and she was seeing a wound specialist. The patient was on antibiotics a week before implant and was still taking them as of the date of this report. It was noted the device system was used to deliver morphine for the first 4 weeks but did not relieve the patient's pain. The hcp then switched the patient to a combination of two unknown medications which gave the patient better pain relief. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6), product type catheter. (B)(4).